Manufacturer narrative:
Without the return of the product, medtronic is unable to determine a relationship between the device and the reported explant. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from the patient to medtronic's patient registration services department that an unknown duration post implant of this bioprosthetic valve, the valve was explanted. The reason for explant was not reported. No additional adverse patient effects were reported.